Manufacturer narrative:
Initial.

Event description:
It was reported that the patient consumed a high-carbohydrate meal and did not announce it to the ilet, after which a fingerstick measured blood glucose at 407 mg/dl and the patient chose to allow automated corrections to take effect; this reflects a user procedure issue, with the relevant device element being the user interface involved in meal announcements. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.